Event description:
The customer stated, he was hospitalized for high blood glucose and vomiting. The reported blood glucose was 240 mg/dl during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.